Event description:
It was reported the patient (B)(6) experienced overstimulation. Diagnostic testing revealed invalid impedance readings. Reprogramming was unable to provide effective coverage. Surgical intervention was undertaken and the patient's lead was explanted and replaced. The patient reported she is satisfied with her stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.